Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient experienced pain and difficulty breathing due to a pericardial effusion resulting from the delivery catheter. It was noted that contrast media ended in the pericardial space when administered. A pig-tail catheter was placed after pericardial puncture and a sternotomy operation was performed. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.